Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported speaker malfunction. It is unknown if the device produced audible sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Event description:
¿The device was not in use on a patient at the time of the event, there was no patient involvement.¿

Manufacturer narrative:
The device was sent to philips bench for evaluation. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.